Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex, physioneal, nutrineal and gambrosol therapies for peritoneal dialysis (pd). The leucocyte counts were taken and since the picture of the relation between mono-and poly was not typical for a bacterial peritonitis, and the patient had no fever, there was an assumption that this might be an aseptic peritonitis caused by chemical irritation, even though there was a positive culture for (B)(6). The extraneal viaflex was discontinued. Action taken with physioneal, nutrineal and gambrosol was unknown. Baxter considered physioneal, nutrineal and gambrosol as suspect products.